Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2008. During approx three months later, the patient experienced a sensation that "something dropped when standing", vaginal pressure, and lower abdominal pain and was found by the physician to have a vaginal exposure on the following month. Premarin cream once nightly was prescribed. Currently, the patient states she has a sensation that her organs have dropped again, but not as bad as prior to pelvic floor repair surgery. Also, the patient has vaginal irritation which the patient attributed to premarin and has discontinued its use after three weeks of treatment. The patient also has back pain for which she saw her primary doctor on the next month. X-rays were taken and prednisone was prescribed. The primary physician reportedly did not think the back pain was related to the procedure. The patient also has red pinhead sized bumps on her lower back (coccyx region) that are painful to the touch. About two weeks ago, the patient reported that the coccyx area was sore and a protrusion was noted.

Manufacturer narrative:
Vaginal pressure occurred - coccyx protrusion occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.